Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported cracked condition could not be confirmed. Examination of the returned device revealed one side of the rp post was damaged. Some of the material was shaved off consistent with heavy usage. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Email received from cssd department at murdoch hospital with a list of broken instruments. All instruments remain in one piece. Instruments have been received and investigated.